Event description:
Numerous times, while using my philips dreamweaver CPAP, I noticed sores developing inside my nostrils. When trying to find out if it was common for CPAP users, I couldn't find a link. Additionally, with no other known catalyst, I have had frequent chest congestion and irritation. FDA safety report ID # (B)(4).